Manufacturer narrative:
(B)(4). Physio-control evaluated the device and has been unable to verify the reported failure. Physio-control will return the device to the customer after a successful performance inspection procedure is performed. Physio-control has been unable to determine the cause of the reported failure.

Event description:
The customer reported that during a patient event, their device would not detect the therapy cable. The ems crew was able to deploy a back-up device approximately 2 minutes after the reported failure; however, patient care was continued and was successfully shocked by the device. The customer did not report any additional information on the patient. The outcome of the patient was also not reported.